Event description:
In an arteriovenous malformation (avm) procedure when undergoing the catheterization of the second feeder, the physician observed a small extra vascular leak of contrast out of a small artery and the leak was rapidly controlled with a hystoacryl injection. Onyx injection was then re-initiated until an estimated of 90% occlusion of the avm was achieved. The pt was placed under general anesthesia until the next morning and then it was decided to run a post embolization control with magnetic resonance imaging (MRI). The MRI showed an expensive peri-avm edema and bleeding in a non embolized area. The pt was surgically intervened later that day for decompression. The pt remains in comatose status.